Event description:
Clinical narrative: the 60 year old male patient was placed on the impella 5.5 via direct access in the operating suite while having CABG and aortic valve surgery performed. The patient was a critical scai stage e patient who had an persistent chest bleed that prompted blood products to be infused when closing the chest. The anticoagulation needs for the surgery and pump placement can contribute to bleeding. Additional information was received. The patient was heparinized. The pump is no longer in use. It was explanted by the surgical team after planned weaning and mechanical circulatory support was no longer needed. The pump was unable to be recovered for return. The patient is doing well.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
This complaint has been identified as a duplicate of 1220648-2026-00703 and will therefore be voided. All relevant information will be consolidated and updated under 1220648-2026-00703 to ensure it reflects all available information. All additional documentation for this event will be completed and maintained within 1220648-2026-00703